Manufacturer narrative:
Date sent to the FDA: 7/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2008 during which the surgeon noted on the left, the mesh was curled around the spermatic cord. He dissected the mesh from the spermatic cord. On the right, he resected the onlay portion of mesh which was noted to have wrapped around the cord similar to that on the contralateral side. It was reported that the patient experienced severe pain, nerve damage, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2006 which is captured in separate file. No additional information was provided.